Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the emergency department and was experiencing driveline faults, pump stops, low flow hazard, and motor off alarms. These issues appear to be occurring while the patient is connected to battery power. This type of behavior has been linked to potential issues with the percutaneous lead. The patient has never had a driveline repair. The patient was admitting and the site was debating either a driveline repair or possibly upgrade transplant status. X-ray images were provided which showed some weak areas externally with unusual bends which is a sign of wear and tear. There was about two inches of rescue tape that is about six inches from the exit site. There was also a weak "feeling" area that was all twisted approximately eight inches from the system controller. The site straightened out the driveline without any alarms occurring and applied a tongue depressor to help stabilize. The patient remained asymptomatic and had no further alarms. The patient was upgraded to status 2 on the transplant list due to device malfunction and later received a transplant. The device did not operate as expected and it will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline faults, pump stops, low-speed events, and associated alarms, however, a specific cause could not be conclusively determined. The account submitted a log file for review. The submitted log file captured multiple pump stop and low-speed events, as well as associated alarms, beginning on (B)(6) 2022 at 03:03:59 through (B)(6) 2022 at 12:25:54. Also, 159 yellow wrench advisories associated with 159 driveline faults were captured throughout the log file which were silenced. These driveline faults appeared to result from an issue with phase 3. The other phases did not appear to contribute to the fault. Each of the events occurred while the system was operating on the battery. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The patient underwent a heart transplant on (B)(6) 2022. The heartmate ii lvas, serial number (b)(6, was not returned for analysis. The relevant sections of the device history records for (B)(6) and driveline, serial number 21250, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6)2017. The most recent revision of the heartmate ii instructions for use (IFU) rev. C. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low speed events, pump stops, and driveline faults. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.